Event description:
Chondrolysis of left shoulder after intraarticular placement of ambit pain catheter & pump during shoulder manipulation under anesthesia for idiopathic adhesive capsulitis. Had preop MRI, which did not show any arthritis at all. Now show advanced osteoarthritis. Dates of use: 2007 - 2 days. Diagnosis or reason for use: surgery - adhesive capsulitis left shoulder - for pain. Event abated after use stopped: no.